Event description:
Device 2 of 2. Reference MFR report#: 1627487-2012-05932. The pt has two leads (from different lots). It was reported the pt was no longer receiving stimulation. An impedance check was performed and the results were normal. X-rays were taken and revealed both leads had migrated. The pt will undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.